Manufacturer narrative:
An event of heart block, thrombocytopenia, device stenosis, and aortic valve stenosis was reported. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum and the implant depth was 4.3 mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the physician alleges the implant procedure was the cause of the patient's thrombocytopenia. Approximately one month later, it was noted that the patient had increased aortic valve gradients. Based on available information, the thrombocytopenia appears to be related to the procedure. A root cause for the reported heart block, device stenosis, and aortic valve stenosis could not be conclusively determined. It is possible that implant depth and worsening patient condition contributed to these issues. However, this cannot be confirmed.

Manufacturer narrative:
An event of heart block, thrombocytopenia, device stenosis, patient device interaction (thrombus), thrombus, and aortic valve stenosis was reported. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum and the implant depth was 4.3 mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the physician alleges the implant procedure was the cause of the patient's thrombocytopenia. Approximately one month later, it was noted that the patient had increased aortic valve gradients. Based on available information, the thrombocytopenia appears to be related to the procedure. Root causes for the reported heart block, device stenosis, patient device interaction (thrombus), thrombus, and aortic valve stenosis could not be conclusively determined. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2024, the patient was hospitalized due to thrombosis of the 29mm navitor valve. The decision was made to administer the patient apixaban. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2024 a 29mm navitor valve was implanted in a patient with the depth of 4.3mm. On (B)(6) 2024, it was reported that the patient had thrombocytopenia, hemoglobin prior to the implant procedure was hemoglobin = 14.4 g/dl, platelets= 180*10^3/ul the patient presented first-degree atrioventricular (av) block. No treatment was provided for both events. On (B)(6) 2024, it was noted that the patient had increased aortic valve gradients. The gradients were noted to have increased compared to previous study on (B)(6) 2024. There was no intervention performed. The patient is stable.